Event description:
Reportedly, while performing bronchoscopy with tracheal/bronchial stent placement, the system stopped fluoroing. The system gave a "frontal collimator not available - call service" error message. As a result, the stent placement procedure was interrupted and delayed until the system could be rebooted and fluoroscopy enabled again.